Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the stem subsided and was replaced with larger diameter stem with cable fixation.